Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a during ultrafiltration on an ak 96 machine, the patient experienced feeling "tired and breathless." Additionally, it was reported that the patient's blood pressure increased after two hours of treatment. The patient was given nifedipine 10mg sublingually. After dialysis, it was discovered that the patient weighed 0.9 more than before dialysis. It was reported that the patient was treated with hd on a different machine and the ultrafiltration was completed. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.